Manufacturer narrative:
During the requested site visit, the field service representative (fsr) resolved the issue by tightening the wz mechanism (rohs) (7-96251-02) that had become loose. The wz mechanism (rohs) (7-96251-02) was determined to be the likely cause of the issue. A review of the architect i2000sr, serial number (B)(6) service history was performed, and revealed one additional service ticket associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the wz mechanism. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The architect I system service and support manual provides instruction for the removal, replacement, and verification of the wz mechanism (rohs) (7-96251-02). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect i2000sr, serial number (B)(6), or the wz mechanism.

Event description:
The customer observed falsely decreased (false negative) architect stat high sensitive troponin-I results on multiple patients. The results provided were: sample 1: initial= 12.1 ng/ml /repeated= 34.7 ng/ml. Sample 2: initial= 18.6 ng/ml /repeated=38.2 ng/ml. Sample 3: initial= 21.2 ng/ml /repeated=43.5 ng/ml. Laboratory reference range for troponin= <26.2 ng/l there was no reported impact to patient management.

Event description:
The customer observed falsely decreased (false negative) architect stat high sensitive troponin-I results on multiple patients. The results provided were: sample 1: initial= 12.1 ng/ml /repeated= 34.7 ng/ml sample 2: initial= 18.6 ng/ml /repeated=38.2 ng/ml sample 3: initial= 21.2 ng/ml /repeated=43.5 ng/ml laboratory reference range for troponin= <26.2 ng/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.